Event description:
Complainant alleges that they were using the heating pad as treatment for lower back pain and after 10 minutes of use they began to experience skin discomfort. They sought medical attention and were diagnosed with third degree burns of the buttocks.